Event description:
Information was received indicating that this ambulatory infusion pump under delivered by -8.45%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "fails accuracy -8.45%". Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log revealed no evidence of reported problem. The customer's concern regarding failed accuracy was unable to be confirmed. The delivery accuracy tests found the pump to be within the control limit specification of +/-3% and well with the published specification of +/-6%. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.